Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the neurostimulator was replaced, the pt experienced a lack of therapy, but did not want to increase the stimulation. Interrogation of the device showed high impedances of >4000 ohms on electrode pair #4 & #6 at 3 volts, 240 pw. All other impedances in the range of 443 to 3219 ohms. Additional information was requested.